Event description:
It was reported that, "pt did not come in for any post op appointments. Pt was admitted to ER with inflamed left knee and had series of labs done in o.r. Pt had sepsis; in the knee no sign of aseptic loosening. Replaced the polyethylene as standard or care knee, it was irrigated with antibiotic and saline repeatedly. Pt closed in standard fashion."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it become available, the evaluation summary will be submitted in a supplemental report.